Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported problem. The fse found the unit to be working on ac power, but not on battery power; the charging circuit on the power supply was not functional. The fse disassembled the unit, removed the bad power supply, installed a new power supply and reassembled the unit. All functional checkout procedures were performed and the unit passed all tests and calibration verification. The iabp unit was cleared for clinical use.

Event description:
It was reported that during a service/test performed by the customer, the batteries of the cs300 intra-aortic balloon pump (iabp) were not charging. There was no patient involvement and no adverse event was reported.